Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; the alleged necrosis is related to a user error as dentified by the patient's husband and not related to the activ.a.c.® therapy unit functionality.

Event description:
On jul 21 2015 , the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications before placement with the patient. On (B)(6) 2015, the device was placed with the patient. The unit passed a post placement quality control (qc) procedure performed by kci field service on (B)(6) 2015. After a subsequent patient placement and unrelated repair, on (B)(6) 2016, the unit passed the qc checks and met specifications in kci quality engineering. The was no fault found with unit related to the event.

Manufacturer narrative:
Based on information available to date, kci has determined that the alleged necrosis is related to a use error as identified by the patient's husband and not related to the activ.a.c.® therapy unit functionality. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Device not returned.

Event description:
On (B)(6) 2016, the following information was reported to kci by a kci representative: the representative stated the patient's husband alleged that the home health nurse was not properly trained; hence the patient's wound was getting larger. On (B)(6) 2016, the following information was reported by a kci representative: the representative stated that the patient's husband reported that the event was not due to the activ.a.c.(tm) unit. On (B)(6) 2016, the following information was reported to kci by the patient's husband: the patient's husband confirmed the information previously provided by the kci representative and that the patient's wound is almost fully healed. On (B)(6) 2016, the following information was reported to kci by the patient's husband: the husband stated that the patient had needed several sharp debridement's (dates unknown) to help with wound healing. A device evaluation of the activ.a.c.(tm) therapy unit is currently pending completion.

Manufacturer narrative:
Corrected date received by manufacturer from march 10, 2016 to april 15, 2016. Based on the additional information obtained regarding the device, kci's assessment remains the same; the alleged necrosis is related to a user error as dentified by the patient's husband and not related to the activ.a.c.® therapy unit functionality.